Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.¿

Event description:
It was reported multiple occlusion alarms occurred. The customer¿s blood glucose level was displayed as "high" (specific value was not provided) with small ketones. Reportedly, the customer had used the cartridge beyond labeling. Tandem technical support educated the customer on insulin timeline. Customer administered a correction bolus via the pump to address the blood glucose.